Manufacturer narrative:
Depuy synthes mitek received and evaluated the complaint device. Visual inspection of the device revealed the device was in used condition. Inspection of the distal end of the aimer under magnification shows some nicks and marks consistent with contact with sharp metal instruments. A pin was inserted into the aimer and resistance was experienced upon insertion, indicating damage inside the tunnel of the aimer. It was reported that the beath pin used during this case was damaged; however, it was discarded and cannot be returned. A root cause for the reported failure cannot be determined. The lot number of the device was not provided, which precludes a DHR review and a lot specific complaint history search. It was reported that all of the metal debris was removed from the patient and no further patient consequences have been reported. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. The second device has been added to this complaint and associated medwatch is: 1221934-2017-10049.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via email that his offset femoral aimer, 7mm failed during an acl procedure. When the aimer was placed in the joint and the beath pin was drilled through, the femoral aimer would leave little metal shards in the patients knee joint. The beath pin was damaged. The case was completed using the reported devices after all of the metal shards were collected and removed. All debris was removed from patient. There was no adverse patient consequence. There was a 10 minute time delay. The device will be returned for evaluation.